Event description:
It was reported, that a t2 reconstruction nail (9 x 400) implanted into the hip of a (B)(6) male patient in (B)(6) 2014 during primary surgery, has allegedly broken where the lag screws go through the nail, near the top. The customer further reported that the patient allegedly presented with pain in the hip on (B)(6) 2014 (approximate date) and was sent for x-ray examination, which indicated a refracture at the same site and a broken nail. Revision surgery was done on (B)(6) 2014 using a synthes (competitor) nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the broken nail and broken locking screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the posterior bridge of the lower proximal lag screw hole. The posterior breakage line was found within the drill marked area. This misdrilling effect did weak the posterior bridge and caused a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the posterior bridge breakage surface; the bridge broke step by step. The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the posterior bridge at lateral. After the posterior bridge was main partly broken, the anterior bridge followed also step by step. Finally both bridges broke spontaneous in a rest fracture at medial. The nail broke due to a fatigue fracture. A deep bearing point and bulged material on the distal part of the lower proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely contribute to the nail breakage. The customer reported that the patient loaded the implants with full weight bearing. Postoperatively loads, strenuous activity or additional trauma can lead to implant breakages and are listed as adverse effects in the IFU; most likely full weight bearing did contribute to the implant breakages. Furthermore the IFU includes the warning that intra-operatively implant damages shall be avoided. If other listed adverse effects like i.e. Obesity or delayed healing did also contribute to the implant breakages could not be determined due to missing information. Because no manufacturer related issues were found the case is attributed to an intra-operatively implant damage contributed by the patient. No non-conformity identified.

Event description:
It was reported, that a t2 reconstruction nail (9 x 400) implanted into the hip of a (B)(6) male patient in may 2014 during primary surgery, has allegedly broken where the lag screws go through the nail, near the top. The customer further reported that the patient allegedly presented with pain in the hip on (B)(6) 2014 (approximate date) and was sent for x-ray examination, which indicated a refracture at the same site and a broken nail. Revision surgery was done on (B)(6) 2014 using a synthes (competitor) nail.